Manufacturer narrative:
The customer reported issue of the autopulse exhibited fault code 42 (force overload tripped) was not confirmed during the archive review and the initial functional testing. However, the reported complaint, user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error was displayed during platform testing and was confirmed during the archive review. The encoder drive shaft was not in the home position. To remedy the issue, the driveshaft was rotated back to the home position. The likely root cause of the issue was due to user error. Per the autopulse user guide instruction, to clear user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart), the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. Review of the archive data show no fault code 42 error messages occurred on the reported event date, thus not confirming the customer reported complaint on fault code 42. In addition, unrelated to the reported complaint, archive data show the presence of multiple user advisory (ua) 41 (patient temperature sensor failure) and user advisory (ua) 12 (lifeband not present) errors. User advisory is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. The user advisory (ua) 12 error message is easily clearable by the user. The user advisory (ua) 12 error message alerts the operator that the lifeband clip is not properly engaging the safety switches in the driveshaft. The user advisory (ua) 12 error message can be cleared by ensuring that the lifeband is properly installed and subsequently restarting the platform. During initial power-up, the platform displayed user advisory (ua) 41 (patient temperature sensor failure) error message, unrelated to the reported complaint. However, during the platform testing the user advisory (ua) 41 error was cleared. The power distribution board and temperature sensor were replaced to address the intermittent user advisory (ua) 41 error. The returned platform was manufactured in june 2015 and it is nearing expected serviceable life of 5 years. The storage and shift check conditions are not known; however, factors such as ambient storage condition (e.g., a fire truck in sun) or soft surface that may block air vents are known to cause (ua) 41 error messages in rare cases. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, damaged front and bottom enclosures were observed, likely as a result of damage sustained due to mishandling. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed an error message fault code 42 (force overload tripped) and user advisory (ua) 45 (not at "home" position after power-on/restart) error messages after power on. The user reset the lifeband and the patient was repositioned, however, the customer was not able to clear the error message. Following this, the crew immediately performed manual CPR. No consequences or impact to patient was reported.